Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported that the surgeon has requested a replacement non invasive grower distal femur prosthesis in order to give the patient more lengthening potential.